Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's implantable cardioverter defibrillator and right ventricular lead. Programming changes were recommended. No adverse patient consequences were reported.